Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy procedure, the customer encountered a "reduce tip pressure" message while using a harmonic ace instrument. A nurse took out the instrument, noted that the instrument was intact, and then wiped adhered tissue at the tip of the instrument with a gauze. After reinstalling the harmonic ace instrument, the customer noticed that the tip of the harmonic ace broke and a fragment had fallen inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show a broken curved blade on a harmonic ace instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.456" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation related to customer reported complaint was that the instrument was found to fail energy recognition test. The instrument was placed on an inhouse system. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test.